Manufacturer narrative:
(B) (4).

Event description:
The ipg was replaced after one year. The physician suspected premature battery depletion. Settings were 3.0v, 210mcs, 150hz, unipolar (impedance unknown), 24 hours/day usage. The patient status was reported as "no health hazard".